Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n320651011, implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, lot# h820445811, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a dislodged catheter was suspected but not confirmed. It was noted that x-rays had been taken, and the catheter was suspected to have migrated out of the intrathecal space and be coiled up in the back. The patient reported symptoms of loss of pain control. They were reportedly about to go in for a catheter revision at the time of report. The patient's pump was intended to infuse intrathecal morphine. It was later noted that it was suspected "last week" that the catheter had migrated. It was later reported that the catheter was good and there were no issues. The drug was then reported to be baclofen. It was later clarified that there was never an issue to start with. Additional information was requested, but was not available at the time of report.